Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that, when the pump was started, an alarm sounds saying the cassette is disconnected for no apparent reason. The event occurred during lab testing, and there was no patient involvement reported.

Manufacturer narrative:
The device was returned. The customer's problem was not duplicated, during functional testing. The samples were fully priming and connected without difficulty. The pump ran, and no alarms were activated. This complaint is not confirmed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this device history record review. The report source was a foreign distributor. The brand name and catalog number were incorrectly documented, in the initial report.